Manufacturer narrative:
Block b3: exact date unknown, event occurred late summer or early fall of year 2025.

Event description:
It was reported that the patient experienced increased implantable pulse generator (ipg) charging time and frequency. The patient underwent a revision procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively, and the explanted device was discarded by the medical facility.

Manufacturer narrative:
Investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient experienced increased implantable pulse generator (ipg) charging time and frequency. The patient underwent a revision procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively, and the explanted device was discarded by the medical facility.